Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients current therapy is no longer effective. The patient was admitted to the emergency room was provided with pain medication due to severe post-procedural pain. Program optimization was attempted and the patient is now doing well.